Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient's wife called the hospital in a panic because she found the patient on his bed, a red heart alarm sounded with no flow and the display read that the pump had stopped for 7 minutes. The vad coordinator instructed the patient's wife to switch to the patient's backup system controller. Once the patient's system controller was exchanged, the flow was resumed and the patient felt better. The patient's wife and the patient are confident that the driveline was in place and power was properly hooked-up. The log file was reviewed by the manufacturer's technical service group and the log file indicated that the patient's driveline was disconnected from the system controller, resulting in the pump stoppage. There was no indication in the log file prior to the pump stop/driveline disconnect events of a potential damaged driveline. The equipment appeared to be functioning as intended. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.